Event description:
The equipment was implanted on (B)(6) 2023, and consists of an spv valve combined with a ventricular and peritoneal catheter. The patient underwent surgery on (B)(6) 2024 for a valve change following a suspected valve defect. During the operation, the surgeon noticed that the ventricular catheter was detached from the valve despite a safety wire being in place.